Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging a power button issue with her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2012 at 12pm. At the time the alleged issue began, the patient indicated she was not on any diabetes medications; however she took action by eating more food/drink at 1pm that day. The patient denied developing symptoms at the time the alleged issue began. By 2pm later that day, the patient indicated she was assisted by a non-health care provider (hcp). At the time of the assistance, the patient stated she was administered 500mg of metformin pills, in addition to, being tested by the emergency medical service (ems) meter with a result of "350mg/dl". At the time of troubleshooting, the cca noted the correct test strips were used, there was no misused of the meter, the test strip insertion powered the meter on, but did not turn on when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly received medical intervention from a non-health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.